Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted some staples formed with irregular shape. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Malformed staples.